Event description:
It was reported that during visual inspection conducted at the manufacturer facility, the fiber optic cable plug was found to be melted. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during visual inspection conducted at the manufacturer facility, the fiber optic cable plug was found to be melted. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Heat generated by the fiber optic cable and lens was identified as a probable cause of the reported melted cable plug. The helmet is not a repairable device and will therefore not be returned to the user facility.